Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. During a routine repacement procedure the physician elected to replace the rate sensing portion due to double counting and double sensing. A new sweet tip lead was implanted.